Event description:
Customer stated they developed cavities due to the retainers and now require dental work.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.